Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation a diagnostic anomaly was noted. The battery bar was red and below elective replacement indicator, the diagnostics were deleted. The device was reprogrammed successfully, the battery values changed immediately. The patient's condition was good at all times.